Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "compressor failure-1001" message. Complainant indicated that the clinician manually ventilated the patient to continue therapy. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed damage consistent with untypical use. The ventilator's compressor and dovetail bracket were replaced to remedy the damage. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.